Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (mother) reported that after dropping the freestyle libre reader, the display remained white. The customer became unwell, confused, and had headache, and glucose was unable to be obtained due to white screen. The caregiver treated the customer with 10 ui insulin (type unknown), and no further treatment was reported. There was no report of death or permanent injury associated with this event.